Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device had entered safety mode, leading to its removal and replacement. The device was substituted with an abbott generator, matching the brand of the patient's existing leads, to ensure the patient had an MRI-compatible system. There were no additional adverse effects on the patient reported. The device is not anticipated to be returned. This supplemental report is being submitted to document the investigation's conclusion of no problem detected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode or determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this device had entered safety mode, leading to its removal and replacement. The device was substituted with an abbott generator, matching the brand of the patient's existing leads, to ensure the patient had an MRI-compatible system. There were no additional adverse effects on the patient reported. The device is not anticipated to be returned. The product has been received for analysis.

Event description:
It was reported that this device had entered safety mode, leading to its removal and replacement. The device was substituted with an abbott generator, matching the brand of the patient's existing leads, to ensure the patient had an MRI-compatible system. There were no additional adverse effects on the patient reported. The device is not anticipated to be returned.